Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffers from persistant pain, weakness, inflammation in both legs, and difficulty ambulating. It also alleges loosening of acetabular cup and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Update rec'd 12/9/2014 - plaintiff&#38112;preliminary disclosure form was received, which identified part/lot information for the sleeve. The srom sleeve and stem are being added for elevated metal ions.